Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (unknown concentration and dose) and an unknown drug via an implanted pump. The pump's indication for use (IFU) was listed as spinal pain. Non reservoir drugs included: lidocaine patches, oral morphine pills, and neurontin. It was reported ¿l3, l2, t1, t2¿ were bad now since 2014. On 2015-11-04, additional information received from the hcp clarified the patient was receiving intrathecal morphine 5 mg/ml (dose 2.2 mg/day) and baclofen 25 mcg/ml (dose 11 mcg/day). Other medications the patient was taking at the time of the event included: coumadin, imitrex, seroquel, and vistaril. Additional information received from the consumer indicated the surgeon put the catheter up higher in her neck; stating that her physical situation (spine is deteriorating a lot and had flattening of the spinal cord) had become worse since 2015 (specific date not reported). Her surgeon indicated the catheter wasn¿t working right with the whole first pump. The first pump may not have been put in properly and could have been a contributor. System replacement occurred. The reason for replacement was because the fluid was not going to where it should have been and ¿wasn¿t surprised that the patient was not getting adequate pain coverage for where it was.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 16-mar-2016 and it was reported that the patient had increased pain since the middle of 2015, mostly in the neck. She still thought that it was helping some.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.